Event description:
It was reported that during a transcarotid artery re-vascularization (tcar) procedure, a dissection occurred during arterial sheath insertion while trying to use stop short technique with 0.035" j wire. An additional unplanned stent was used to cover the dissection. The procedure was completed successfully with no health consequences or impact to the patient.

Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer for analysis. A review of the manufacturing records for this device was completed and no issues were identified that could have led to the adverse event reported. A follow up MDR will be submitted when additional information is obtained. Complaints will continue to be reviewed and monitored for trends.